Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred at power on self-test (post). It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred at power on self-test (post). The field service technician inspected the device and confirmed that the 1104 error code was logged in the event log. The field service technician replaced the central processing unit (cpu) printed circuit board assembly (pcba) for preventive measures, upgraded the software version to 3.20, conducted a comprehensive inspection, cleaned the device, performed functional testing, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed cpu pcba was returned to the product investigation lab (pil). The pil technician verified that the 1104 "backup alarm failed" alarm error was logged in the log. Neither the occurrence nor the 1104 error code could be duplicated at the pil during the bootup of the cpu pcba or standard test bed (stb) operation using the cpu pcba. With the device in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarms to operate for a period of 2 minutes and found that the visual and audible alarms operated without any issues. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification (spec). Additionally, the pil technician purposely generated an alarm condition by temporarily disconnecting the pprox tube from the pprox port of the stb and found that the alarm for pprox generated as expected. The customer complaint therefore resulted in a no problem found.